Event description:
It was reported that a revision of a ceramic on ceramic hip that was insitu for 11 years was done due to patient having a dislocation - right hip.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving a trident liner and a ceramic head was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned, however a photo was provided. There are scratch marks and wear marks noted consistent with the reported event (dislocation). A dimensional and functional inspection could not be performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review could not be performed as the reported lot ID is invalid. Complaint history review could not be performed as the reported lot ID is invalid. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further.

Event description:
It was reported that a revision of a ceramic on ceramic hip that was insitu for 11 years was done due to patient having a dislocation - right hip.